Event description:
A caller reported that the insulin gauge on their pump displayed an amount different from what was expected, indicating a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. Technical support explained that the discrepancy could occur due to a large variance in measured pressures used for calculating the remaining insulin and that the estimate would adjust once the insulin amount equaled the static number. The caller understood and acknowledged the explanation.